Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that intermittent occlusion occurred. No patient injury was reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device missing a tamper seal. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated during functional test. The investigation was unable to determine the intermittent of the error, as no intermittent occlusion was detected during functional and occlusion tests. Both occlusion sensors were in specification. No corrective action or preventive measure were taken as no fault was found. The root cause of reported problem was undetermined/unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2110 h4: correction: device manufacturing date: 17-apr-2012.